Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported capsular contracture, baker grade IV diagnosed with MRI on the right side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified white particles in the shell, deformation, and bubbles in the gel. The weight the device was within specification. Base on the device analysis the final assessment found no issues related with the manufacturing process. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported capsular contracture, baker grade IV diagnosed with MRI on the right side. The device has been explanted and replaced.